Event description:
Reported that during activation, a needle or wire, approx 10 cm in length, 19 gauge, was shot at high velocity from the handpiece and punctured the superior vena cava. The puncture was closed with sutures.